Event description:
Report of explant of device system received per annual device tracking report. Infection reported as reason for explant. Follow up investigation revealed that onset occurred 12/1998 with fever, redness, and drainage in the lumbar region. A culture was taken and indicated a "vancomycin resistant staph infection". Pt was treated with explant of device and IV antibiotics. The infection has resolved.